Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The exact source of the venous air cannot be determined, however, there is no evidence to suggest a device malfunction occurred. The user's guide states possible causes for this alarm as a loose or dislodged connection, air in saline during prime, or residual air in cartridge during prime. The user's guide provides adequate instructions for troubleshooting air alarms. Facility staff has been notified. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event to solely to comply with the FDA's blood loss policy. It was reported that a venous air alarm occurred at the start of a routine hemodialysis treatment. Attempts were made to remove air using a 10cc syringe. The air alarms could not be resolved and recovery, attempts were discontinued. Treatment was discontinued without rinseback, resulting in an estimated blood loss of 210cc. No medical intervention was required.